Event description:
The user's hearing performance with the device is affected and in situ testing showed affected channels. In (B)(6) 2023, the user reported a decline in the sound quality of their implant, which had started around 6 months earlier (in (B)(6) 2022). The user described the sound as "distorted like a broken speaker" and "noisy", particularly for high-pitched sounds and in noisy environments where it became difficult to understand voices. Prior to (B)(6) 2022, the user had experienced good benefit from the cochlear implant. Revision surgery has been scheduled for (B)(6) 2023.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is planned for (B)(6) 2023.

Event description:
Hearing performance with the device is affected and in situ testing showed affected channels. The clinic ordered a CT, but results are not yet available, and there are currently no plans for follow-up meetings or additional imaging/testing; programming was conducted on (b)96) 2023.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device is affected and in situ testing showed affected channels. The user has been re-implanted.